Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported tissue injury was due to the entrapment of device (clip caught on chordae). Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was deployed with the chordae. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614 serious injury/ illness/ impairment. Medical device problem code: 1528 difficult to remove.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted advanced into the right atrium (ra), and large papillary muscle. However, while in the valve, the clip became caught in chordae, was unable to brought back to the ra, and a chordae rupture occurred. The clip was able to be deployed on both leaflets. The clip was noted to be stable on the leaflets. Two clips were then successfully deployed, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.